Event description:
The pt experienced shocking/jolting when the device was turned on. There was no known accident or incident. The pt was sitting at home and felt shocking from his left sided device and lost stimulation after that. The pt tried a different program with lower voltage and was then able to feel stimulation. The pt was in good condition and was redirected to his physician. Additional info has been requested.

Manufacturer narrative:
(B) (4)